Manufacturer narrative:
Image review photo 1: the hawkone shows the housing damaged. The proximal end of the coiled housing is stretched out distally with traces of blood observed. The distal assembly remained connected to the cutter window housing of the distal assembly. Photo 2: excised tissue from the vessel was placed inside the bottom of a specimen cup. Photo 3-4: the insertion location shows the hub of the sheath with the hawkone torque shaft and capture wire of the spider fx exposed. The photo shows the capture wire coiled around the torque shaft of the hawkone outside of the proximal portion of the sheath hub. Photo 5: the filter of the spider fx shows biological material within the filter. No external damages to the filter or tip wire were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a spider fx during treatment of a calcified lesion in the patient¿s proximal right superficial femoral artery (sfa). Moderate vessel calcification is reported. Lesion exhibited 70-80% stenosis. IFU was followed. Vessel pre-dilation was performed. Several passes were made with the hawkone device. When the physician attempted to insert the device to make the final pass, the physician felt severe resistance during advancement and the hawkone catheter could not be pushed forward due to it becoming entangled in the spider fx device. The physician then removed the hawkone catheter and spider fx. The procedure was completed using a non-medtronic (mustang) balloon and inpact pacific drug-coated balloon. The physician attempted to flush the spider fx and hawkone devices following removal from the patient and observed some plastic debris from the nosecone. The physician suspects the plastic debris is from the nosecone after several uses of the hawkone, as some part of the material peeled off from the nosecone. There was no detached components. The cutter was located inside the housing during device removal from the pat ient. No patient injury reported.